Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while in a rehabilitation facility. Multiple counting and oversensing of large p-waves contributed to the false detection. The patient was reportedly conscious at the time of the event. The response buttons were not pressed during the event. The patient remained at the facility and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. (Other): device evaluation was accomplished through a review of the patient's downloaded data file. Review of the date does not indicate any device malfunction related to the defibrillator event. H.4 device manufacture date : monitor (B)(4); electrode belt (B)(4)-05/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf